Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. It's unknown if patient did set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were successful, and effective therapy was restored.

Manufacturer narrative:
Patient unable to connect to app. Was reported to abbott. The message generator not responding¿ displayed. The patient had an unrelated surgery, and it is unclear if the device was placed in surgery mode. Patient has been unable to connect since the surgery. The patient's ipg was recovered through abbott intervention. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Corrected data: report type. B1 ¿ type of report (check all that apply).